Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a sensor error alert. The customer's blood glucose was 400 mg/dl. The customer reported the sensor error alerts were recurring. The customer also reported a bent cannula when the sensor was removed from their body. The customer declined to return the insulin pump for analysis.